Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ("pregnancy (with complications)") and premature delivery ("birth 3 week early") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device in (B)(6) 2012 and termination of pregnancy - elective in 2012. On (B)(6) 2010, the patient had essure inserted. In 2012, the patient experienced premature delivery (seriousness criterion medically significant). In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pre-eclampsia ("preeclampsia"). Essure was removed on (B)(6) 2018. At the time of the report, the pregnancy with contraceptive device, premature delivery and pre-eclampsia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered pre-eclampsia, pregnancy with contraceptive device and premature delivery to be related to essure. The reporter commented: this is a second pregnancy case and this patient experienced another pregnancy episode in (B)(6) 2012 which was captured under case (B)(4). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of premature delivery ("birth 3 week early") and pregnancy with contraceptive device ("pregnancy (with complications)") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device in july 2012 and termination of pregnancy - elective in 2012. On (B)(6)2010, the patient had essure inserted. In 2012, the patient experienced premature delivery (seriousness criteria medically significant and intervention required). In april 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pre-eclampsia ("preeclampsia"). The patient was treated with surgery. Essure was removed on (B)(6)2018. At the time of the report, the premature delivery, pregnancy with contraceptive device and pre-eclampsia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered pre-eclampsia, pregnancy with contraceptive device and premature delivery to be related to essure. The reporter commented: this is a second pregnancy case and this patient experienced another pregnancy episode in (B)(6)2012 which was captured under case(B)(4). Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 3-may-2019: quality safety evaluation of ptc. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.